Event description:
The customer reported that the pump unexpectedly displayed the reset screen. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support explained to the caller that the reset was a built-in safety feature and assured them that the pump was functioning as intended. They provided instructions on necessary manual actions after a reset, which the caller understood and acknowledged. The customer successfully resumed insulin treatment.